Event description:
Event description boston scientific received information that, two months ago, this cardiac resynchronization therapy defibrillator (crt-d) was at bol (beginning of life) and currently, the device's battery status is eol (end of life) and emitting tones. It was reported that there were no pacing impedance tests on the daily measurements, but there were normal shocking impedance measurements. It was further noted that daily measurements had been turned off except for the shock impedance measurements.